Event description:
It was reported that during a procedure to treat a lesion in the left anterior descending (lad) artery with moderate tortuosity, moderate calcification, and 99% stenosis, pre-dilatation was performed with an unspecified 1.5x12mm balloon catheter. A 3.5x38mm rx xience xpedition stent delivery system (sds) was advanced without resistance and the stent was deployed. Post stent deployment a proximal edge dissection was noted. A 4.0x12mm rx xience prime sds was advanced and implanted to treat the dissection. The procedure was completed successfully. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection is a known potential patient effect as listed in the xience xpedition everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling and the treatments appear to be related to the operational context of the procedure. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the reviewed information, no product deficiency was identified.